Manufacturer narrative:
Functional evaluation not possible due to broken state of screwdriver.

Event description:
On (B)(6) 2016 the surgeon performed an unspecified spinal procedure, during which the cross connector locking screwdriver was broken. As the driver was being used to remove a cross connector, it fractured and tore the patient's dura. All the pieces of the driver were located and removed. A dura repair was performed by the surgeon, where he stitched and sealed the tear. The same surgeon completed the surgery with the secondary driver from the set. The complainant called to make an update on 11/02/2016, reporting that the patient had healed and was doing well.